Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 47 mg/dl at the time of the incident. The customer stated that the low blood glucose was treated with soda. The customer stated that the drive support cap appeared normal. The customer stated that there had scratches on the screen due to insulin pump was dropped. The customer was advised to speak the health care provider regarding the low blood glucose. The insulin was not showing signs of malfunction. The insulin pump will not be returned for analysis.